Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of black line down center of image is confirmed; the probe is giving a black line in the middle of the image due to an internal failure of the probe.

Event description:
It was reported of black line down center of image. No other information provided, at this time.